Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite pump infusion set had air in line. The following information was received by the initial reporter: it was reported by customer that leaking was reported between the primary tubing and the alaris pump. Another each reported to "bubble"in the tubing.

Manufacturer narrative:
The customer reported a 'bubble' in the tubing, and returned one used set of material 2420-0007, lot unknown. Upon initial visual examination, the set verified the complaint, with a enlarged area of the pump silicon tubing, at the upper fitment. The tubing had been ballooned out, and was weakened, remained in a slightly ballooned state. The root cause for the pump segment balloon is not able to be traced to the manufacturing site. There is a potential clinical root cause, and a member of our clinical team was notified. A device history record review could not be performed because the lot number is unknown. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.